Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
This information was found during the one-year post-marketing surveillance of gore tag thoracic endoprosthesis in (B)(6). On (B)(6) 2010, this patient underwent an emergency endovascular repair of a ruptured thoracic aortic arch aneurysm using two gore tag thoracic endoprostheses (tgt3720/8007000, tgt4015/7667923). Prior to the implantation of the devices, the left subclavian artery and the left common carotid artery were bypassed with vascular grafts. A gore excluder aaa iliac extender endoprosthesis (pxl161407/8359561) was also implanted in the innominate artery across the ascending aorta. The tag tgt3720 was implanted distally and the tag tgt4015 was implanted proximally across the aortic arch. The procedure was concluded without any reported issue. On (B)(6) 2010, follow-up imaging showed a proximal type I endoleak. A tag tgt4015/8044667 was implanted proximal to the tgt4015/7667923. Pxc141000/8099676 and pxc141000/8282583 were also implanted to extend the pxl161407. On (B)(6) 2010, the resolution of the endoleak was confirmed. On (B)(6) 2010, the patient was discharged from the hospital. On an unknown date in 2011, the patient's family informed the hospital that the patient expired. The date and the cause of the death were unavailable. Patient information: (B)(6). Patient's medical history: cardiovascular disease, renal disease, cerebrovascular disease, pulmonary disease, open abdominal aortic aneurysm repair.